Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received, will be submitted within 30 days upon receipt.

Event description:
During pci of a severely calcified and very tortuous 90% occluded lesion in the distal lad, a 2.25x23mm cypher select + stent dislodged from the balloon. The lesion had been pre-dilated with a 2.0x20mm mercury balloon. The physician used a snare to remove the stent and the patient was safe. The device appeared normal prior to the procedure. There was no resistance experienced while passing the stent deployment system through the guiding catheter, but resistance was experienced while tracking the stent deployment system to the lesion and while crossing the lesion. Several attempts were made to withdraw the stent deployment system with the stent on the balloon. The stent dislodged while pulling back the whole system and only the delivery system was pulled back inside the guide catheter. Resistance was also felt while withdrawing the system. Excessive force was applied to the device during insertion and withdrawal.